Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction: a4 - the patient's weight has been updated to reflect the information provided by representative. E1 -the initial reporter's information has been should have been (B)(6).

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.